Event description:
It was reported that an asymptomatic patient presented with their atrial leadless pacemaker unable to establish conductive telemetry. It was suspected that under-sensing and subsequent under-pacing lead to the lack of telemetry. An adjustment of settings corrected the issue. Patient was stable.